Manufacturer narrative:
Items returned: - n/a visual analysis: a visual inspection of the device captured in this file could not be performed as a physical device was not returned for evaluation, nor were any images of the device provided in place of a device return. Procedure and medical imaging was not provided for this investigation. Investigation findings: without the return and physical evaluation of the device, the investigation cannot definitively determine if a condition existed that would have caused or contributed to the reported event. Without imaging, the investigation cannot verify the event occurred as described, nor could the investigation definitively determine the cause of the reported event. Based on a review of the device¿s risk documentation, the reported event did not indicate there were any potential or new manufacturing, design, quality, or other systemic issues, or non-conformances. The complaint code is monitored through the trending process; corrective action is determined, as needed, through this process. Investigations of historic complaint files with similar complaint category coding are recorded in the complaint handling system; without the ability to perform and analysis of the device, this investigation cannot identify with certainty any potential root causes. Batch review: a search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Complaint system review: there are no similar complaints based on the complaint category regarding this batch number from the last two years recorded in the complaint system at the time of this investigation. IFU review (additional information can be found in the IFU): potential complications potential complications include, but are not limited. Verify to take care of this matter before do procedure. [Serious complications] ·hematoma at the site of entry ·vessel perforation ·aneurysm rupture ·parent artery occlusion ·incomplete aneurysm filling ·emboli, hemorrhage, ischemia, vasospasm ·clot formation ·revascularization ·syndrome, and neurological deficits including stroke and possibly death. With this use of this product, potential malfunctions may occur, but are not limited. Verify to take care of this matter before do procedure. [Serious malfunctions] ·coil migration or misplacement, ·premature or difficult coil detachment usage - use a wire-reinforced microcatheter with a polytetrafluoroethylene (ptfe) inner surface coating. [The use of any other type could cause damage to both the microcatheter and the hes.] Warnings and precautions (1) manipulate the delivery pusher carefully. Do not advance it with excessive force. Determine the cause of any unusual resistance during operation. [Otherwise, the hes may become damaged or break.] (5) if repositioning is necessary, take special care to slowly move the delivery pusher back and forth, and carefully monitor the behavior of the coil under fluoroscopy. [Otherwise, the coil may become stretched, tangled, damaged or break.] (6) manipulate the hes coil carefully with special attention to tortuous vessels and the condition of the aneurysm. [Otherwise, the coil may become stretched, tangled, damaged or break.] (7) move the hes with care to ensure that the microcatheter tip is placed properly. [Otherwise, the coil may become stretched, tangled, damaged or break.] (15) manipulate the hes carefully in a blood vessel using high-resolution digital subtraction angiography. If resistance is encountered during operation, stop to check the cause, and remove the hes altogether. [Continuing to use the device could cause injury to the blood vessel or damage or breakage to the hes.] (16) do not use a microcatheter with an inner diameter of <0.0165 inches. [If the diameter is too small, the coil may become deformed or damaged.] (See under ¿usage¿) (17) the hes cannot be re-sheathed into the microcatheter. [Re-sheathing could cause damage to the swollen hydrogel.] (18) the coil must be properly positioned in the aneurysm within the specified reposition time (30 minutes). The reposition time is the time between introduction of the coil into the microcatheter and the time of its detachment. If the coil cannot be positioned and detached within the reposition time, simultaneously remove the coil and the microcatheter. [Otherwise, the coil may become stretched, tangled, damaged or break.] (19) if a coil must be retrieved using a retrieval device, such as a snare, do not withdraw the coil into the microcatheter. Instead, remove the coil, the microcatheter and the retrieval device in parallel. [Otherwise, the coil may become damaged.] 3. If resistance is encountered while withdrawing a coil that is at an acute angle relative to the microcatheter tip, reposition the distal tip of the microcatheter at, or slightly inside, the ostium of the aneurysm before pulling back the coil into the microcatheter. [Otherwise, the coil may become stretched or damaged.] 4. Introduction and deployment of the hes 4-3 seat the distal tip of the introducer sheath at the distal end of the microcatheter hub and close the rhv lightly around the introducer sheath to secure the rhv to the introducer. Note - do not over-tighten the rhv around the introducer sheath. [Excessive tightening could cause detachment of the lead wire or otherwise damage the delivery pusher.] 4-4 push the coil into the lumen of the microcatheter through the introducer sheath. Note - use caution to avoid catching the coil on the junction between the introducer sheath and the hub of the microcatheter. - initiate timing using a stopwatch or timer at the moment the coil enters the microcatheter. 4-5 push the delivery pusher through the microcatheter until the proximal end of the delivery pusher approaches the proximal end of the introducer sheath. Loosen the rhv. Retract the introducer sheath just out of the rhv. Close the rhv directly around the delivery pusher with light force so that the delivery pusher can still move. Slide the introducer sheath completely off of the delivery pusher. Note - use care not to kink the delivery pusher or the introducer sheath during this process. - to prevent premature swelling of the hydrogel, ensure that there is a continuous flow of an appropriate amount of flush solution, such as heparinized saline, through the flush line. 4-7 under fluoroscopic guidance, slowly advance the hes coil out of the tip of the microcatheter into the aneurysm. 4-8 continue to advance the hes coil into the lesion until optimal deployment is achieved. Reposition if necessary. Note - if the coil size is not suitable, remove and replace with another device with a differently sized coil. - if undesirable movement of the coil is observed under fluoroscopy prior to detachment, remove the coil and replace with another more appropriately sized coil. Movement of the coil in this stage may indicate that the coil could migrate once it is detached. - angiographic assessment should always be performed prior to detachment to ensure that the coil mass is not protruding into the parent vessel. - do not rotate the delivery pusher during or after delivery of the coil into the aneurysm. [Rotating the delivery pusher may result in a stretched coil or premature detachment of the coil from the delivery pusher, which could result in coil migration.] 4-9 complete the deployment and any repositioning so that the coil will be detached within 30 minutes from the introduction of the coil into the microcatheter. After the specified time, the swelling of the hydrogel may prevent passage through the microcatheter and damage the coil. If the coil cannot be properly positioned and detached within the specified time, simultaneously remove the device and the microcatheter. The physical device was not available for evaluation to determine if a condition existed that would have caused or contributed to event. Supplemental imaging was also unavailable for review; without imaging, the investigation cannot verify the event occurred as described, nor could the investigation definitively determine the cause of the reported event. This information may be updated if additional information is provided at a later date.

Event description:
As reported, after the coil was delivered to the lesion that was already filled with some coils, the coil was retrieved because the implant did not take a shape. When the delivery wire was withdrawn and removed from the patient, the implant was not attached to the tip of the delivery pusher. The v-grip was not used. Lastly, a sheath was removed and the coil appeared stretched and came out of the groin. When the delivery pusher was pulled out, the implant was torn off and probably stretched. The implant remains in the patient¿s body, but there is no health damage at this time. No intervention is planned.